Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after announcing a high-carbohydrate meal that exceeded the meal announcement, while using the ilet system; coaching addressed pausing the pump during lows and adjusting meal size ratios. Symptoms included elevated blood glucose with a peak of 266 mg/dl, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance, no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included review of device data and case reports. Investigation of this case revealed use error related to incorrect meal size announcement contributing to prolonged hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related dosing inaccuracy associated with meal size entry.